Manufacturer narrative:
All available information was investigated and the reported clip opening while establishing final arm angle (efaa) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Although a conclusive cause for the reported clip opening during efaa and the observed material deformation of the clip introducer cannot be determined, there is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening during the procedure. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (fmr). The first mitraclip ntw was implanted on the lateral side of a2/p2. A second mitraclip ntw was being placed medial to the first, essentially right in the middle of a2/p2. Leaflet capture was confirmed, the team all agreed to deploy the clip. The first efaa (establish final arm angle) was performed, and the clip opened to approximately 45 degrees. The operator performed efaa three additional times but the clip continued to open each time. The operator tried efaa one last time (the 5th time total) but the clip opened again. This clip was removed and replaced with a new ntw in the same spot as the failed clip. Another clip was placed in the medial commissure to finish the procedure. The procedure was completed with three clips and mr grade 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.